Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient obtained the blood glucose readings of 375 mg/dl, 400 mg/dl and ¿hi mg/dl¿ (greater than 600 mg/dl) on the reported meter which she claimed were inaccurately high compared to her expected values. The patient noted she took an increased dose of insulin based on her sliding scale. At an unspecified time afterwards, the patient passed out. The patient was hospitalized, and her diabetes medication regimen was changed to metformin and humalog insulin. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on elevated meter readings, and received emergency medical attention and treatment. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.